Manufacturer narrative:
Concomitant medical products- liberty select cycler instead of liberty cycler set (transcription error).

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events peritonitis, characterized by cloudy effluent fluid and abdominal pain, which warranted antibiotic therapy. The cause of the peritonitis was attributed to a breach in aseptic technique. The patient was not inserting the ¿pin¿ into the end of the pd catheter (not a fresenius product) or applying a new pd catheter cap following the completion of treatment. Escherichia coli is one of the most common organisms causing gram-negative peritonitis in pd patients. Additionally, non-compliance is known to negatively affect the efficacy of pd therapy. Based on the information available, the fresenius products can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established, those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and all specifications for release. A review of the DHR did not reveal a probable cause. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020 experienced abdominal pain on (B)(6) 2020 and was diagnosed with peritonitis. Follow-up documentation received from the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2020 confirmed that the patient experienced abdominal pain, cloudy effluent fluid, and was diagnosed with peritonitis. The documentation indicates a peritoneal effluent fluid culture was obtained and was positive for escherichia coli. Additionally, the patient¿s cell count revealed an elevated white blood cell (wbc) count of 12,965 u/l. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day x21 days, and ceftazidime 1000 mg daily x14 days, and is recovering from the events. Per the pdrn, the events are unrelated to the utilization of any fresenius product(s) or device(s). The cause of the patient¿s peritonitis was attributed to the patient not inserting the ¿pin¿ into the end of the pd catheter (not a fresenius product) or applying a new pd catheter cap after the completion of treatment (patient reeducated by pdrn). The patient continues to undergo ccpd therapy and is utilizing the same liberty select cycler as before the events.